Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support decided to replace the pump. The customer was informed to use multiple daily injections (mdi) as backup therapy and was instructed to put the pump into storage mode before returning it. The problematic pump will be sent back using a pre-paid label provided for the return within 10 days.